Event description:
The blazer ii catheter became stuck in the left ventricle during an ep ablation procedure and could not be removed after several attempts. Open heart surgery was successfully performed to remove the device. During the surgery, the catheter was observed to be trapped in the chordae tendinae. The catheter was cut to aid in the removal. Upon removal, a wire was found protruding from the catheter shaft. Examination of the device revealed indications the wire protrusion was likely due to exessive force incurred during catheter removal therefore, not the cause of entrapment. Entrapment is a known risk, identified in the directions for use.